Event description:
Per the clinic, the patient experienced pain at the abutment site. The device was removed and topical antibiotics was prescribed (date not reported).

Manufacturer narrative:
This report is submitted on october 25, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the abutment site. This report is submitted on july 06, 2023.